Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. Please note this date is based off of the article¿s accepted date as the specific event date was not provided in the published literature. It was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Device used for off label indication. The indication the device was used for was occipital nerve stimulation for the treatment of chronic, medically-intractable cluster headaches. Information references the main component of the system from the first event; other applicable components are: product ID: neu_ins_stimulator, product type: implantable neurostimulator. Product ID: neu_unknown_lead, product type: lead. Please note the ill-defined patient code ((B)(4)) applies to the "surgical complications" that required additional surgeries as reported in the first event.

Event description:
Fontaine, d., blond, s., lucas, c., regis, j., donnet, a., derrey, s., guegan-massardier, e., jarraya, b., dang-vu, b., bourdain, f., valade, d., roos, c., creach, c., chabardes, s., giraud, p., voirin, j., bloch, j., rocca, a., colnat-coulbois, s., caire, f., roger, c., romettino, s., lanteri-minet, m. Occipital nerve stimulation improves the quality of life in medically-intractable chronic cluster headache: results of an observational prospective study. Cephalalgia: an international journal of headache. 2016:pii 0333102416673206. Doi: 10.1177/0333102416673206 summary: occipital nerve stimulation (ons) has been proposed to treat chronic medically-intractable cluster headache (icch) in small series of cases without evaluation of its functional and emotional impacts. The authors report the multidimensional outcome of a large observational study of icch patients, treated by ons within a nationwide multidisciplinary network, with a one-year follow-up. Prospective evaluation was performed before surgery, then three and 12 months after. Ons significantly reduced the attack frequency per week, as well as the functional and emotional headache impacts in icch patients, and dramatically improved the health-related quality of life of responders. Reported events: an unknown number of patients experienced 15 surgical complications that required an additional surgery. It was noted the additional surgeries included eight battery replacements. One patient experienced a hardware infection. It was noted the surgical complication occurred during the one-year follow-up period. Two incidents of electrode migration occurred. It was noted these surgical complications occurred during the one-year follow-up period. Nine incidents of hardware/stimulation dysfunction occurred. The ¿patients who did not feel the paresthesias any more, due to hardware dysfunction, often observed a recurrence of their [headache] attacks within the following days.¿ it was noted these surgical complications occurred during the one-year follow-up period. Eight incidents of hardware/stimulation dysfunction occurred. It was noted these surgical complications occurred during the one-year follow-up period. Five patients were considered non-responders at their 12 month follow-up. It was noted these patients were ¿actually not optimally stimulated at the time of evaluation for technical reasons (battery depletion, hardware dysfunction, etc.), but had experienced some degree of improvement earlier or later.¿ the issue was reportedly ¿very likely related to a transient ons interruption due to battery depletion or hardware dysfunction.¿ it was noted that while these patients were considered non-responders at their 12 month follow-up, that they ¿experienced some degree of improvement later, after the technical issue was solved.